Manufacturer narrative:
Additional information provided in b.2., b.5., and h.2., h.10., h.11. Based on information received, event occurred before laser fired. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Event occurred before laser fired. Hence, not qualified for the reportable event.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported suction loss in the unknown patient eye during unknown timing of the surgery. There are multiple related reports for this facility. This report addresses a patient interface (pi) (B)(6) and additional manufacturer reports will be filed.